Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that, approximately four days post implant, they had episodes where they needed to go in a wheelchair and thought that some type of, "electromagnetic field," was affecting their implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.